Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation on june 9, 2020 that a flexiva ID 200 laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6), 2020. Reportedly, the laser unit used was a moses lumenis laser console. According to the complainant, during the procedure, the fiber started to make a popping noise and energy was lost through the fiber tip. The connector of laser fiber was noted to be hot when disconnected. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.